Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was caller reported that when the patient attempted to connect to the implanted neurostimulator, the controller displayed settings not available (59). Caller noted that when the patient would press "ok" the patient could go into their therapy settings and was wondering why this was occurring. Caller noted the patient couldn't adjust therapy in group b and tried group a. Caller confirmed the patient could adjust their intensity down but not up.  Patient reported that they met with their rep yesterday and were unable to clear the settings not available message even after having the battery pack replaced. Patient stated that they cannot connect to the implant without the recharger connected and that they keep getting no device found. Patient noted that the rep rebooted and started their device over and still could not clear the error message or adjust the patients settings. Patient mentioned that they get the error code as soon as they try to access anything on the controller. Agent verified that the rep could not assist in clearing or reprogramming the patient; patient confirmed. Agent sent an email to repair to replace the controller. Pt called back as they just received the controller replacement an hour ago. Pt went to use it and still getting settings not available. Reviewed the meaning of the message. Pt will be contacting the rep. Pt mentioned they saw the rep last thursday and they called, no programming was changed. Pt mentioned when the rep called about settings not available, they were told it was a part of safety function. Pt said they had been without therapy for a month. Pt reported they were having their normal pain. Pt said they were at the point this weekend to call the surgeon and ask to get the system out. While pt was trying to recharge the implant on the call to get some relief, pt also got rm05 message with the new/replacement controller. Instructed pt to reset it. It then got stuck on 'checking recharger'. Had pt clean the pins, it did not resolve the issue. Had pt inspect for damage. Pt said there was something in red trying to work its way out from the inside of the port above where the pins are. An email was sent to repair to replace the controller.  The reason for call was rep said pt had elevated impedance on electrode 5 and got settings not available. Rep had programmed around electrode 5, but pt was still getting settings not available. Electrode 5 was 34, 060 with reference electrode 0 being used. All other electrodes were between 970-1520 with reference electrode 0 being used. Mdt rep. Switched reference electrodes and saw electrode #8 was regularly above 1500 with each other reference electrode used. When 8 was used as reference electrode, all other contacts were above 1500. When contact 13 was used as reference electrode, #5 had 40,000. The patient received a new controller, charged up their battery and received the message. She turned her stimulation off. The issue was resolved by removing electrode 8 from programming.